Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device is intermittently heating up and shutting off. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A review of the log files showed one unexpected shutdown, this shutdown was likely due to internal temperature over allowed threshold, the device was placed in the burn in oven at 35c for 48 hours and no unexpected shutdowns were observed. (B)(6).